Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulsed field ablation to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. After inserting the faradrive steerable sheath clear into patient and aspiring, air ingress via the valve of the faradrive steerable sheath clear was seen. The procedure was completed using another faradrive steerable sheath clear. No patient complications occurred. The product is expected to return for analysis.